Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis, and the reported failure was confirmed and replicated. During inspection, the error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. A review of the site's system logs for the reported procedure date was completed. Investigation revealed the following possible related system errors: timeout for central processing unit (cpu) & sensors to reach the high frequency generator state "ready¿ after receiving the activation parameter message; measurement value for power supply unit voltage too great with on.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, an intuitive surgical (is) clinical sales representative (csr) called an intuitive surgical (is) technical support engineer (tse) to report that erbe generator errors occurred. The tse asked to reboot the erbe generator, replace the energy cable, and try the other monopolar socket, but these actions did not resolve the issue. The tse recommended rebooting the erbe generator by removing ac power, using classic mode, and trying another instrument, but these attempts were also unsuccessful. The customer did not have a backup electrosurgical unit (esu). The procedure was aborted, post-anesthesia and port placement. There was no reported injury.